Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, the guide wire was not removed for proglide deployment, the device could not be removed. Several maneuvers were attempted to remove the device; however, the guide separated. The separated portion was removed with hemostats. Manual compression and a femostop were used to achieve hemostasis. As there was a potential for damage to the access site, the patient was sent to another facility for a vascular assessment. An angiogram was taken; it was assessed that there was no tissue damage and the patient was released. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the guidewire was left in place during deployment. It should be noted that the electronic perclose proglide instructions for use (eifu), states: remove the guide wire before the exit port crosses the skin line. It is likely the IFU violation contributed to the reported difficulties, however, the physician was interviewed by the abbott representative determining and identifying the wire left in place, indicating the physician is aware of the violation, therefore, notification is not required. The root cause of the reported difficulties is due to use error. The subsequent treatments are related to circumstances of the procedure. In this case, it is likely that the sutures of the device became tangled with the guidewire that was left in place. This condition could prevent the foot from fully closing leading to or compounding the difficulty removing the device, which then lead to the guide separation by the manipulation entrapping the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9/h3: return status updated from returning to not returning.